Event description:
It was reported that the asymptomatic patient presented for lead revision. The right ventricular, right atrial, and left ventricular leads had dislodged due twiddler's syndrome. It was also noted that the left ventricular lead failed to capture. The right atrial and right ventricular leads were explanted and replaced. The left ventricular lead was not repositioned and was explanted. The patient was discharged with no adverse events.